Event description:
A malfunction alarm was reported by the customer, identified by a malfunction code of malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump and successfully assisted in resetting it, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappeared, which the customer acknowledged.